Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips remote service engineer (rse) communicated with customer and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The rse suggested the customer for the replacement of flexvision pc and hard disk and advised to have a backup to restore system layouts. The third-party engineer ordered and replaced the flexvision pc and the hard disk after which the system was returned to use in good working order. The codes were updated based on the investigation outcome. The component code was corrected.

Event description:
It has been reported to philips that the system would not start up. There was no reported patient or user harm. A philips remote service engineer (rse) reviewed the system logs and confirmed the reported problem. The rse had the customer send system log files. Review of the log files identified that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The customer was sent a replacement flexvision pc to resolve the issue. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.